Event description:
Patient status post adenotonsillectomy under general anesthesia was extubated and brought to recovery room. A few minutes into recovery patient was awakening and spit out of her mouth the ett cuff from the ett. Anesthesia notified at bedside. Product sequestered.